Event description:
The reporter stated that, the surgeon had inserted a single piece collamer lens model cc4204bf into the patient's eye with no damage. The surgeon noticed the patient's posterior capsule had a hole in it, so he enlarged the incision to remove the lens and put in a pmma lens in the sulcus and sutured the incision. No vitrectomy required. The reporter stated, that this patient has chronic obstructive pulmonary disease and may have coughed during surgery. They reported that, the surgeon didn't think that it was due to the lens since this is a plate lens and there was no damage to the lens.

Manufacturer narrative:
A visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and no similar complaints were found. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.